Event description:
A complaint was rec'd that a consumer reported receiving a low blood glucose reading of 303 mg/dl on a softtact/sof-sense meter when compared to a valid laboratory reading of 1190 mg/dl. These difference in these values were clinically significant. There was no report of death associated with the event. Attempts to determine if the consumer was experiencing a condition known as diabetic kepoacidosis that, by label copy, would give an erroneous low reading were unsuccessful. Therefore, a medical device report was filed.